Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date, the ins was shutting off unexpectedly. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting have been performed. The patient wanted them to meet up at their MRI appointment on (B)(6) 2019. Unfortunately, their schedule would not allow to accommodate. The rep tried to set up an appointment prior to (B)(6), but the patient declined. The rep left multiple messages to try and set up something with the patient with no return calls. It was unknown if the issue was resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-25. The rep met up with the patient who had an appointment with the healthcare professional (hcp) to evaluate their increasing pain in their right leg and hip. During the physical exam, the hcp noted severe sciatic pain when they assessed the patient¿s right hip. The patient is being scheduled for an MRI of their spine with a follow up appointment on (B)(6) with the hcp which is on the rep¿s schedule. The rep reprogrammed the patient for improved coverage of their right foot. The rep reset the sensor but the patient is extremely sensitive to positional changes and that¿s why the rep thinks that they believe the system is turning on and off when it really isn¿t. For example, laying on their right side the patient requires 3.7 on program 1 and 3.0 on program 2. When laying on their back they require 0.6 on program 1 and 0.7 on program 2. The patient complained about charging as well. The rep thinks it has a lot to do with their right hip sciatic pain. The recharging diary indicated excellent coupling with an average recharge time of 48 minutes from 10% to 90%. An impedance test returned normal results. The patient appreciated all the information and support. The rep will see them at the (B)(6)appointment to assess things. No further complications were reported/are anticipated.